Event description:
A consumer reported that following an intraocular lens (iol) procedure, the lens feels "too strong." No improvement noticed five days post op. The consumer reported several days later that the same issues are continuing. The consumer is having special orientation issues, feels like she is in a "fun house", and is nauseated all the time. Additional information was received from the surgeon, who reported the event continues. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).